Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to analyze a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report could not be confirmed. Review of the device logs showed multiple "low battery" and one "replace battery" warning on august 22, 2025. Before the unit power off. The device was operating on battery only and was not connected to ac power, making it likely that the shutdown occurred due to a depleted battery. The unit was restarted seconds later with ac and battery power connected and functioned normally. No other power-related issues were found. The device passed functionality testing, bench handling, and an internal inspection. The device was recertified and returned to the customer. The r series operator's guide (pn: 9650-0904-01) (rev: ya) instructs the user, "when the warning low battery appears, plug the r series unit into a power source or install a fully charged battery pack. When the warning replace battery appears, immediately replace the battery pack with a fully charged pack or plug the r series unit into a power source, as unit shut down due to a low battery condition is imminent." Analysis for reports of this type has not identified an increase in trend.